Event description:
It was reported that after tka, a revision surgery was performed due to a genesis ii non-porous tibial baseplate size 5 right loosening. The outcome of the patient is unknown.

Manufacturer narrative:
It was reported that after tka, a revision surgery was performed approximately 28 months post implantation due to a genesis ii non-porous tibial baseplate size 5 right loosening. The outcome of the patient is unknown. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed batch with the same failure mode. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A medical analysis noted that the provided undated/unidentified images appear to show radiolucency of the tibial stem, appearing greater in the posteromedial area consistent with the reported complaint. No further clinically relevant documentation or event details were provided for inclusion in the medical investigation. Some potential causes could include but are not limited to fit/sizing, traumatic injury, abnormal motion over time, poor bone quality or patient medical history. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.